Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited increased thresholdsa and loss of capture (loc) ten days post implant. A chest x-ray was performed and noted no anomalies. Programmed settings were noted to not be set high enough to account for the increased thresholds. Programming changes were made and capture was regained. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that continued high rv threshold measurements were observed. The cause was suspected to be related to a myocardial infarction at the lead apex location. The physician elected to replace the lead during routine device replacement for reported normal battery depletion. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.